Manufacturer narrative:
The manufacturer previously reported information alleging a fan continues to have problems on a trilogy evo o2 ventilator. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device by a third party remote service engineer, a ventilator inoperative error code was found in the device's error log. The service engineer states that the printed circuit board assembly (pcba) and blower assembly were replaced to resolve the issue. Additionally, it is noted that the device makes an abnormal noise while ventilating. It also arrived without a filter cover, which was replaced. The trilogy evo system board (pca) and trilogy evo motor/blower assembly were returned to the product investigation lab (pil) for additional testing. The trilogy evo system board (pca) and trilogy evo motor/blower assembly were both found to operate as designed without issue when evaluated independently.

Event description:
The manufacturer received information alleging a fan continues to have problems on a trilogy evo o2 ventilator. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device by a third party remote service engineer, a ventilator inoperative error code was found in the device's error log. The service engineer states that the printed circuit board assembly (pcba) and blower assembly were replaced to resolve the issue. Additionally, it is noted that the device makes an abnormal noise while ventilating. It also arrived without a filter cover, which was replaced.